Event description:
Patient reported, note patient is a minor and parent reported for patient, their dentist stated the aligners were not a good fit for them. Letter of recommendation provided that stated patient was seen for an orthodontic consult due to a large diastema between #8 and 9 and a deep overbite. After evaluation the dentist does not recommend aligners to treat this. It is recommended using orthodontic brackets to close the gap and correct the deep bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.